Event description:
It was reported that during a lap total hysterectomy procedure, the device was used for approx 30 minutes and the handpiece temperature error was reported on the generator. The device was being removed through the trocar and the tip broke off. The tip did not fall into the pt. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/23/2007. Information is unavailable; device was not returned for evaluation.